Event description:
It was reported that tandem insulin pump displayed repeated cartridge alarms during use, including cartridge alarm that did not occur during loading and was not associated with magnet exposure. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup pump to maintain insulin delivery, and technical support arranged shipment of replacement pump with updated software, confirmed address and warranty status, provided instructions for placing pump into storage mode and returning it within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.